Manufacturer narrative:
There were multiple medical device types reported to be involved. The information is as follows: d2b. Jka there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670, k231373 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes, an unspecified number of tubes presented an additive abnormality. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes, an unspecified number of tubes presented an additive abnormality. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo did not indicate any additive abnormality. A total of 100 retained samples were visually inspected, and no additive abnormality was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.